Event description:
The customer reported an intermittent failure to discharge via internal paddles.

Manufacturer narrative:
The customer evaluated the unit and localized the issue to a failed internal paddle set.